Manufacturer narrative:
This report contains additional information in section b2 outcomes attrib to adv event, b5 describe event or problem, h2 if follow-up, what type, h6 patient codes and impact codes. This report contains additional information in section e1 initial reporter first name and initial reporter last name.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) device exhibited a code 1005, indicating an open circuit condition. The device exhibited inappropriate shock, and the patient was seen in the emergency room. This right ventricular (rv) lead shock impedance measurements were noted high out of range, measuring at 128 ohms. Technical services (ts) reviewed the latitude data and stated that the patient had a fc1005 during an inappropriate treatment and was seen at the hospital. Ts recommended troubleshooting options and to have the lead replaced soon. This rv lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that lead could not be extracted because they caused a pericardial effusion in the patient when trying to extract it with the mechanical extraction tools. The lead extraction was stopped due to cardiac tamponade, which could be solved with pericardiocentesis. No additional patient adverse effects were reported. Boston scientific representative was contacted for additional information on lead, however at this time it is unclear if this lead was explanted and remains in service.

Manufacturer narrative:
This report contains additional information in section e1 initial reporter first name and initial reporter last name.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) device exhibited a code 1005, indicating an open circuit condition. The device exhibited inappropriate shock, and the patient was seen in the emergency room. This right ventricular (rv) lead shock impedance measurements were noted high out of range, measuring at 128 ohms. Technical services (ts) reviewed the latitude data and stated that the patient had a fc1005 during an inappropriate treatment and was seen at the hospital. Ts recommended troubleshooting options and to have the lead replaced soon. This rv lead currently remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) device exhibited a code 1005, indicating an open circuit condition. The device exhibited inappropriate shock, and the patient was seen in the emergency room. This right ventricular (rv) lead shock impedance measurements were noted high out of range, measuring at 128 ohms. Technical services (ts) reviewed the latitude data and stated that the patient had a fc1005 during an inappropriate treatment and was seen at the hospital. Ts recommended troubleshooting options and to have the lead replaced soon. This rv lead currently remains in service. No adverse patient effects were reported.